Event description:
It was reported that (1) ez45b was used during a wedge resection procedure. It was reported by the rep that the handle broke during first firing causing a partial firing on one side of the reload. The surgeon then had to do a suture and cut technique to repair the healthy portion of the lung. There was extended or time twenty minutes.